Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the risk of potential t-wave over-sensing for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). The smartpass feature repeatedly disabled, and it was stated that the other sensing vectors were not acceptable due to previous inappropriate shock therapy. Ts provided thorough recommendations for assessing each sensing vector in clinic, such as via provocative maneuvers and isometrics. Additionally, provided x-ray images were reviewed, which showed a potential electrode rotation, which may result in additional mechanical tension on the s-ICD system. The patient was subsequently seen in-clinic, where manipulations were able to reproduce the observed saturated signals in both the primary and alternate sensing vectors. This was provided to ts, who indicated that these results were consistent with a likely electrode integrity issue. However, despite the risks for further inappropriate therapy, the physician programmed the device to the secondary sensing vector, with x2 gain, and continue with close remote monitoring. The most recent remote transmission was reviewed by ts, who confirmed there were no artifacts present. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that boston scientific technical services (ts) was contacted to evaluate the risk of potential t-wave over-sensing for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). The smartpass feature repeatedly disabled, and it was stated that the other sensing vectors were not acceptable due to previous inappropriate shock therapy. Ts provided thorough recommendations for assessing each sensing vector in clinic, such as via provocative maneuvers and isometrics. Additionally, provided x-ray images were reviewed, which showed a potential electrode rotation, which may result in additional mechanical tension on the s-ICD system. The patient was subsequently seen in-clinic, where manipulations were able to reproduce the observed saturated signals in both the primary and alternate sensing vectors. This was provided to ts, who indicated that these results were consistent with a likely electrode integrity issue. However, despite the risks for further inappropriate therapy, the physician programmed the device to the secondary sensing vector, with x2 gain, and continue with close remote monitoring. At this time, the s-ICD system remains implanted and in-service. No additional adverse patient effects were reported.